Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 7 months. Manufacturing evaluation conclusion: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction #(B)(4)). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was hospitalized on (B)(6) 2019 due to gi bleeding event that occurred on (B)(6) 2019. The patient called complaining for bloody stools and recent bowel movement that consisted of blood with no stool. Subject experience a number of bloody stools with three of them only consisting of blood on (B)(6) 2019. Subject experience fatigue but remained overall stable. The patient was sent to emergency department for labs. Egd was performed on (B)(6) 2019 with no endoscopic evidence of bleeding, ulceration, varices or mass in the entire examined stomach. Colonoscopy was also performed with evidence of recent lower gi bleed, most likely colonic diverticula bleeding, diverticulosis in the recto-sigmoid colon, sigmoid colon, transverse colon, hepatic flexure, ascending colon, and descending colon. It was reported that the bleeding source was suspicion of possible diverticular bleed. Currently admitted and will receive a total of 4 units of prbc (2 previously and 2 today) and followed. If stools remain blood free and hgb and hct stable, will discharge soon. No further information was provided.